Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer had "no audible tune" during preventative maintenance on the device. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline was returned for analysis with a wear and tear, damaged front cover, printed circuit board (pcb) with bad speaker, membrane switch with damaged ribbon cable, noisy pump, and leaky interlock block. During analysis, tank was filled with water, attached temperature check, plugged in line cord, and turned on power switch, and the reported problem was able to be duplicated. Faulty speaker was noted on the pcb and was noted to be the cause of the reported problem. Service replaced the pcb containing the speaker to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be faulty pcb/speaker.